Event description:
During review of the event history it was determined that failure code 810:11 occurred during delivery causing an interruption of delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.

Manufacturer narrative:
(B)(4). The device has not been previously sent into service for the reported condition of "failure code 810:11."

Manufacturer narrative:
The condition of failure code 810:11 was confirmed through the event history and was found to be due to corrosion. The pump head module channel a was replaced to correct the condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).